Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -10.5/+0.5/172 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2024. The lens was reported as having excessive vault. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.

Manufacturer narrative:
Claim# (B)(4).